Event description:
A power source alert 07 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using different charging cables and adapters, but the issue persisted. Consequently, the pump was covered under warranty, and a replacement pump was arranged to be sent to the customer. The customer was advised on how to put the old pump into storage mode and was instructed to return it to tandem using a pre-paid label within 10 days. The customer acknowledged and understood the instructions.